Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ lists right heart failure, multiple types of organ failure (including renal, respiratory, and hepatic failure), bleeding, cardiac arrhythmia, hemolysis (not associated with suspected device thrombosis), neurological events, and death as adverse events that may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management,¿ provides information regarding anticoagulant treatment as well as the recommended international normalized ratio (inr) ranges. Thromboembolism is also listed as a potential postimplant complication. A specific cause for, as well as a direct correlation between the device and the reported events could not be conclusively determined through this evaluation. It was reported that the patient had a decline in their overall condition following the heartmate 3 left ventricular assist system (lvas) implant procedure. Right heart failure, multiple types of organ failure, bleeding, cardiac arrhythmia, endotracheal tube thrombus, elevated lactate dehydrogenase (ldh), and neurological difficulties were reported. The patient ultimately expired on (B)(6) 2021 due to ongoing cardiogenic shock and multisystem organ failure. The device was not returned, and no product is available for investigation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during implant the patient became persistently difficult to oxygenate and ventilate, possibly due to pulmonary edema. During the procedure after the left ventricular assist device (lvad) had been implanted, the patient was weaned off of bypass. While the patient was being prepared to be placed with a right ventricular assist device (rvad), a suction event occurred which brought the right ventricle to a standstill. The lvad speed was then reduced likely secondary to respiratory arrest. Introduction of epinephrine was not successful and compressions were started while emergently placing the rvad. The patient began experiencing ventricular tachycardia and cardioverted to normal sinus rhythm. The patient had been experiencing ventricular tachycardia and implantable cardioverter-defibrillator shocks prior to the implant procedure. Severe pulmonary edema was confirmed. Lactate levels, right ventricle function, and lvad flow were improving. A sodium bicarbonate drip was continued along with continuous venovenous hemodiafiltration that the patient was placed on postoperatively for a nonoliguric acute kidney injury. The patient was treated with packed red blood cells, platelets, plasma, cryotherapy. No obvious source of bleeding was identified, however 23 units of packed red blood cells were given in the first 48 hours post operation. The patient was also experiencing hepatic dysfunction which continued to worsen throughout their hospital stay. On (B)(6) 2021 the patient was experiencing persistent respiratory acidosis and bilateral epistaxis. Otorhinolaryngology was called to the patient's bedside and afrin was administered with no relief. Tranexamic acid was instilled with 8cm of pope merocel packing. Venovenous extracorporeal membrane oxygenation (ECMO) was initiated through right ventricular assist device (rvad). A computed tomography (CT) scan was taken and diffused pulmonary consolidation bilaterally was noted. The patient was experiencing stage iia chronic kidney disease. Their baseline creatinine was 1.31. The patient was also experiencing severe hypotension and it was noted that the rvad tip had moved below the pulmonic valve. The cannula was advanced into proper position and the patient's hemodynamics recovered immediately. The patient was also put on inhaled prostaglandin. On (B)(6) 2021 the patient was becoming more difficult to oxygenate, and frank blood was noted in the endotracheal tube (ett). A bronchoscopy was performed which found a thrombus at the end of the ett and grossly edematous tracheal tissues herniating into the ett lumen as well. Multiple attempts were made to remove the thrombus, and it ended up being pushed distally. Severe supraglottic edema of the oropharyngeal tissues was noted. It was determined that exchanging the ett would bring minimal benefit to the patient, and the patient would continue on an ECMO oxygenator. The patient was hypotensive and treated with calcium, sodium bicarbonate, albumin and a levophed drip was added. The patient responded to these interventions and their mean arterial pressure rose from the 50s to the 80s. The patient was being treated for targeted temperature management of 35 celsius. The patient was now at 36 hours post operation with no gagging, coughing, or corneal reflex. A CT scan was ordered of the patient's neck and head as there was concern for right ventricular assist device (rvad) bleeding. Infraction was found. The patient was also experiencing hemolysis, elevated lactacte dehydrogenase levels, anemia, and hyperbilirubinemia. The patient was experiencing rhabdomyolysis. On (B)(6) 2021 increased widening of the patient's qrs complex was seen in telemetry along with failure of permanent pace maker sensing and capturing. The underlying rhythm wide qrs with rates in the 80s. The device was unable to be interrogated due to placement of ECMO cannulas. The patient was maximized on life support with a poor prognosis and the family chose to withdraw care. The patient expired on (B)(6) 2021 at 1400 due to cardiogenic shock and on-going multisystem organ failure. The device operated as intended and the patient's death was not thought to be device related. The lvad was not thought to have contributed to the cascade of the patient's post-operative condition. The device would not be returned for evaluation.